Manufacturer narrative:
Results: clevis pin.

Event description:
It was reported by service report that the brakes are not holding. It is unknown if there was patient involvement or if there are adverse consequences to report